Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and two relevant findings were identified. Two non-conformances were opened for batch: 71c18g0888 for the issue of ars leak in use/initial insert. Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as the non-conformances identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.